Event description:
It was reported that the right atrial lead had intermittent loss of capture. The pacing mode on the lead was changed to vvir 50. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.